Manufacturer narrative:
(B)(4).

Event description:
During a replacement procedure, the device had impedance readings >4000 ohms on all bipolar pairs. The default test values were increased and impedances re-ran. All bipolar pairs were still >4000 ohms. The device was secured in the pocket. The physician had difficulty removing the lead from the device. The physician was unable to rotate the device to remove the lead. The lead looked bent. The physician decided to close up the pt and leave as is. Additional info has been requested.